Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. One maxcore biopsy needle was returned for evaluation. During evaluation the cannula of the device fired automatically. An x-ray showed insufficient cannula tang engagement, and upon disassembly both bumpers were found bent within the device housing. Based upon the cannula firing automatically the investigation is confirmed for self-activation. Additionally, based upon the insufficient cannula tang engagement and two bent bumpers this investigation is confirmed for cannula priming issues. The bent bumpers likely contributed tot he reported and identified issues. However, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiration date: 01/2021). (B)(4).

Event description:
It was reported that during a prostatic gland the slide of a biopsy instrument allegedly could not be locked into place to retrieve obtained tissue sample. There was no reported patient injury.

Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Expiry date: jan/2021. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a prostatic gland the slide of a biopsy instrument allegedly could not be locked into place to retrieve obtained tissue sample. There was no reported patient injury.